Event description:
Per (B)(4), the consumer informed him that his casters are cracked. Per the user, he has previously replaced two front casters and both rear casters. Per (B)(4) all casters are cracked down the center of the tire. He will send in the casters only (no forks).